Event description:
It was reported that a user applied a new dexcom g7 sensor and did not see a warm-up timer, and pairing failed despite re-entering the pairing code, consistent with intermittent communication failure involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between system components in the context of intermittent communication failure associated with the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.